Event description:
Baxter italy reports a home patient reported a leak in the patient line of a homechoice set. The affiliate reports no patient injury or medical intervention as a result of the incident.